Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the patient developing pain. All components of the existing ipp were explanted and replaced with a new ipp. There were no additional patient complications reported.

Manufacturer narrative:
Updated c2/d10 concomitant product/therapy.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to patient developing pain. All components of the existing ipp were explanted and replaced with a new ipp. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination pump found no abnormalities or fluid leaks; however, the pump did not pass the activation testing performed. Both cylinders and the reservoir were visually inspected, microscopically examined, and leak pressure tested with these components working within all product specifications. Based on the information available and analysis results, the analysis was unable to identify the cause of the reported event; however, pain is included in the instructions for use and the conclusion code of known inherent risk of device was chosen for this event.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to patient developing pain. All components of the existing ipp were explanted and replaced with a new ipp. There were no additional patient complications reported.